Event description:
New information received noted that the far r oversensing recurred. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited far r oversensing which resulted in inappropriate mode switch. No intervention was performed. Patient status was not known.